Manufacturer narrative:
(B)(6). (B)(4). Location : other. Event location other : unk. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient underwent the following procedures: left l4-5 microscopic decompression with discectomy, fusion with left tlif with - rhbmp-2/acs, local graft, peek spacer, posterolateral local graft, bilateral l4-5 percutaneous pedicle screw-rod fixation to treat the following pre-op diagnosis: severe and chronic low back pain secondary to l4-5 degenerative disk disease. Op-notes: ". A 12 mm spacer was impacted across the defect and using ap and lateral fluoroscopy, the spacer was checked for satisfactory positioning. The wound was irrigated with copious amounts of bacitracin impregnated saline solution. Following this, the rhbmp-2/acs impregnated gel carrier was placed across the defect. Following this, morselized bone fragments were then and once this was completed, the peek interbody spacer was impacted across the l4-5 disc space. The patient was extubated and returned to the recovery room without any apparent intraoperative complications.." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.